Event description:
Allegedly bipolar acetabular liner component broke in-situ. Pt was having pain in hip.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been rec'd from the user facility. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00052.